Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. All buttons functioned properly, however, the up keypad had moisture damage. All operating currents were normal and no unexpected battery out of limit alarm was noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. She stated that the customer removed the battery for a while several times and received battery out limit alarms that could not be cleared due to the buttons not responding. No significant events leading to the keypad issues were recalled. The mother also reported a motor error alarm that occurred about a month back. Customer's blood glucose value was 160 mg/dl. The insulin pump was replaced and returned for analysis.